Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2014. Of note, the reportable serious injury of perforation is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2015 information was subsequently received on (B)(4) 2014 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, there was believed to be a perforation of the right atrial (ra) lead. The active ra lead was pulled back, removed and replaced. The patient's anatomy was better suited for a passive ra lead. Further review of the manufacturer's database indicated the patient is deceased and died three days post procedure. The cause and circumstances of the patient death have been requested and not received.